Event description:
It was reported that the silicone cover was damaged and that the set screw was displaced.

Event description:
It was reported that the silicone cover was damaged and that the set screw was displaced.

Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications, except for delamination of the silicone cap associated to the connection set-screws.

Event description:
It was reported that the silicone cover was damaged and that the set screw was displaced.